Manufacturer narrative:
The check of the DHR of the lot # involved (201207610) did not show any pre-existing anomaly on the 17 smr cementless stems (product code 1304.15.130) manufactured with this lot #. No other complaints were reported on the same lot #. Even for the smr reverse finned humeral body (lot# 201503835) the check of the manufacturing charts did not show any pre- existing anomaly on the 63 pieces manufactured with this lot#. No other complaint reported on the same lot#. As an infection cannot be excluded by the event info, also the sterilization charts of the above lot # were checked; check of the sterilization charts confirmed that the lot # involved were regularly sterilized before being placed on the market. We received the pre-op x-rays related to the revision surgery and we asked for a medical expert's opinion; according to the medical expert opinion, the loosening of the humeral stem and body could have been caused by an infection. However, no information is available on the outcome of the analysis performed on the tissue samples taken during revision surgery. No further information (explanted items, blood test results, etc.) Is available for this case, therefore a deep investigation is not possible. Pms data: we are aware of a total of 10 cases of revision of the smr reverse humeral body (model #1352.20.010 and 1352.15.0xx) due to infection, on a total of 61047 smr reverse humeral bodies sold ww since 2002. The specific revision rate is (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Patient complained of pain when moving left arm. X-rays showed evidence of loosening around humeral body (model# 1352.15.050, lot# 1503835) and stem (model# 1304.15.130, lot#1207610). Whilst the surgeon was satisfied with glenoid components, humeral components (liner, stem and humeral body) had to be removed. Surgeon used osteotome and mallet to lift the liner off but the components came out altogether. Samples of patient's tissue were taken for pathology analysis. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved (1207610) did not show any pre-existing anomaly on the (B)(4) smr cementless mini stems (code 1304.15.130) manufactured with this lot #. No other complaints were reported on the same lot #. Even for the smr reverse finned humeral body (lot# 1503835) the check of the manufacturing charts did not show any pre- existing anomaly on the (B)(4) pieces manufactured with this lot#. No other complaint reported on the same lot#. As an infection cannot be excluded by the event info, also the sterilization charts of the above lot # were checked; these lot # were regularly sterilized before being placed on the market. We will submit a final MDR on this issue once the investigation will be completed.

Event description:
Patient complained of pain when moving left arm. X-rays showed evidence of loosening around humeral body (model# 1352.15.050, lot# 1503835) and stem (model# 1304.15.130, lot#1207610). Whilst the surgeon was satisfied with glenoid components, humeral components (liner, stem and humeral body) had to be removed. Surgeon used osteotome and mallet to lift liner off but all components came out altogether. Samples of patient's tissue were taken for pathology analysis. Event occurred in (B)(6).